Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the obturator cannula bent thus, the obturator could not be inserted through the sleeve. A potential cause of this damage is the application of an excessive force on the obturator over the sleeve assembly area, that causes the obturator to become bent. However, no conclusion could be reached as to what may caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the sleeve was dented. They could not put the obturator down the sleeve. It would not engage. The trocar was not used and will be returned.